Event description:
The patient's legal guardian (lg) reported that the pod's cannula did not deploy as intended during activation, causing the patient's blood glucose (bg) levels to reach 17.9 mmol/l (322 mg/dl). The pod was not worn. Treatment information is not available, and the pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.